Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. Upon recapture of the watchman device, the was sheath was noted to be kinked. The was exchanged for a new was and the procedure was successfully completed. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR.: the returned watchman access system was analyzed and the reported event of device sheath kink was confirmed. Visual and microscopic analysis revealed a kink in the sheath 6cm distal of the strain relief. The tip was torn and had ptfe damage on the inner diameter. The ptfe was starting to delaminate from the inner shaft wall. Additionally, one of the distal holes on the tip was stretched. The observed damage was attributed to procedural factors, such as forces put upon the device during insertion, advancing, and manipulation, as the most likely cause of the damage.

Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. Upon recapture of the watchman device, the was sheath was noted to be kinked. The was was exchanged for a new was and the procedure was successfully completed. There were no patient complications.